Event description:
It was reported that a patient presented with loss of capture noted on the patient's implantable cardioverter defibrillator and right ventricular lead. This resulted in sustained arrythmia. The clinic was alerted but no additional intervention was reported. No adverse patient consequences were reported.

Event description:
New information received notes that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.